Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, a conclusive cause for the reported pericardium fluid, and the relationship to the product, if any, cannot be determined. The reported patient effect of pericardial effusion is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the pericardial effusion. It was reported that this was a mitraclip procedure to treat a functional mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing the mr to <1. After clip deployment, some pericardium fluid was noted on echocardiography. The clip delivery system (cds) and steerable guide catheter (sgc) were removed and standard pericardium set was used to extract the fluid into a syringe. A drain was placed before the patient went to the ICU. The fluid was noted around the apex and lateral wall. The origin of the pericardial effusion could not be determined on echocardiography or fluoroscopy. The patient remained stable after the procedure. No additional information was provided.